Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade¿ microcatheter) with one or two radiopaque (ro) tip markers." (B)(4).

Event description:
It was reported that the coil became stuck at the catheter tip and broke. The target vessel was the mildly tortuous and mildly calcified intercostal artery. A 3mm x 12cm interlock¿ was selected for use as the last coil in the procedure and advanced through a 4f non-bsc diagnostic catheter. During coil embolization of the target vessel the coil intertwined on the tip of the 4f non-bsc diagnostic catheter. Consequently, the physician tried various methods but still the coil would not separate. Furthermore, the physician pulled the devices together with a contrast catheter and tried to cut the coil; however, the coil became stretched to the extent that it was pulled and torn out nearly about 10cm with the coil unraveled. The procedure was completed by inserting the unraveled part of the coil in between the blood vessel by stent graft. No further patient complications were reported.